Event description:
It was noted that the medipore tape plastic wrap was not sealed properly. Staff went to obtain a new roll and the same issue was noted on that roll also. Prior to using on the patient, a new roll was obtained and the plastic packaging was fully intact prior to use.